Event description:
Pt stated left silicone breast implant ruptured due to recent mammogram. Pt stated her silicone breast implants were 20 years old. Both silicone breast implants removed, and replaced with 180 cc mcghan medical saline implants.